Event description:
Noise on rv lead coincided with ff. Sensing and impedance values are all in range. Patient will be brought in. Lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.